Manufacturer narrative:
Batch analysis was performed: the implants concerned are conform to implanet specifications. No metallographic expertise will be conducted. This fracture is probably a fatigue failure due to excessive solicitation while fusion at 1 year is not effective.

Event description:
Initial surgery on (B)(6) 2015 with the physician dr. (B)(6), 3 hours of surgery for t3-l3 scoliosis. An arthrodesis was performed. New intervention required performed on (B)(6) 2016. This intervention was performed dur to lumbar pain: 2 polyaxial screws were broken and 2 dominos, 3 screws (with a larger diameter) and 4 jazz were placed instead . The surgeon took out the 2 broken screws and 1 more in l2.